Manufacturer narrative:
The reported event of clavicular crush was not confirmed. A complete lead was returned in one piece. Final analysis found external insulation abrasion at 11.3 cm ¿ 11.5 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device can. No conductor fractures or internal shorts were found.

Event description:
It was reported that the atrial lead exhibited clavicular crush. The atrial lead was explanted and replaced.